Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with 'hard bone' underwent a balloon kyphoplasty procedure at t12. During the procedure, both balloons from the kit were inflated and ruptured. According to the report, there were no patient complications and no fragments of the balloons were left in the patient.